Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with an intermittent button response and button error alarm due to corroded keypad traces. Insulin pump had minor scratches on lcd window, cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported by the customer's mother that their insulin pump was alarming button error. Customer stated they removed and reinserted the batteries numerous times until the device alarmed button error. Customer was able to clear the alarm but the keypad is unresponsive to their inputs. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.